Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that a lead integrity alert (lia) occurred on the right ventricular (rv) lead for high thresholds. The rv lead was found to have high thresholds with no other issues after diagnostics were performed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.